Event description:
The handpiece was returned to MFR for service and during the eval a potential leaking condition was found. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. Based on the investigation details, a sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed.